Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography angiography (cta) images confirmed a potential outflow graft twist with reduction of the outflow graft lumen. The report of intermittent low flow alarms was unable to be confirmed as no log files were submitted; however, it was reported by the account that during a procedure to assess the outflow graft, an outflow graft twist was confirmed and corrected which resolved the low flow alarms. The submitted cta images showed a potential outflow graft twist beneath the outflow graft bend relief with what appeared to be a reduction of the outflow graft lumen. This finding is consistent with the report that a twist was confirmed during a corrective procedure on (B)(6) 2021. Corrective actions have been implemented to address hm3 (heartmate 3) outflow graft twist. (B)(6) was implanted prior to the implementation of these corrective actions. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28jan2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, following the implementation of a CAPA, heartmate3 lvas IFU rev. B was released, and included instructions for installing the outflow graft clip. The current version, heartmate3 lvas IFU rev. C, includes instructions for installing the outflow graft clip. This document also includes instructions on which versions of the heartmate 3 left ventricular assist device (lvad) are compatible with the outflow graft clip. The heartmate 3 lvas patient handbook, section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outflow graft twist was confirmed and corrected. The alarms resolved. The patient felt great following the procedure and had routine follow-up with re-imaging for changes in vad parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having on and off low flows. The patient underwent a computed tomography angiography to see if there was a possible outflow graft twist as the patient did not have a outflow graft clip.